Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump sounded an alarm to replace the battery and does the battery and has since completely switched off. Customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.